Manufacturer narrative:
Product evaluation: the preloaded insertion system was returned to manufacturing site for evaluation. The device was visually inspected under microscope at 10x magnification. Scarce lubricant residues were observed inside the cartridge. The plunger was observed loaded as required and engaged. The cartridge was observed in the correct position. No damages on the device were observed. The claim was not verified. Manufacturing record review: a manufacturing record review was performed. The lenses/devices were manufactured within specifications. The units were released according to specification. The calculated occurrence rate is within the acceptable probability and no product deficiency, potential product deficiencies or malfunctions were found or identified. No other complaints for this production order were received. Labeling review: the directions for use (dfu) for the tecnis preloaded pcb00 lens series were reviewed. The dfu adequately provides instruction and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the customer encountered a problem with injecting the pcb00 +26.0 diopter lens. The lens did not inject but the surgeon loaded it into another injector and injected it that way. The surgeon suggested that maybe he had made the incision a bit small and trying to use the wound assisted method of injection did not work with the thicker lenses. No further information was provided.